Event description:
It was reported that the compressor did not deliver correct pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned compressor tubing revealed them to be in a much worn out condition, a hole on one of the tubing¿s was also verified. The reported compressor mini was delivered in 2012. According to the device service manual the tubings needs to be replaced by each 8000 hours preventive maintenance. It is unknown when this this preventive maintenance was last performed, or if it has been performed at all since the device was delivered. The condition of the returned tubing indicates that the tubing may have been used for a longer period than recommended, this was also indicated by the field service engineer that made the onsite investigation. The root cause to the reported issue is due to the verified hole on the compressor motor tubing.

Event description:
Manufacturer's ref #: 256760.